Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to sense and high capture threshold. As a result, the lead was not used, and the physician decided to switch the device to ventricular-inhibited mode (vvi) mode. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and high capture threshold were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The cause of the reported events is consistent with procedural damage.